Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the insulin pump's display became frozen when the customer attempted rewind the insulin pump. The customer's blood glucose was unknown. The customer reported the alarm occurred after the customer replaced the battery. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or frozen display noted during our testing. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.